Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733625, serial/lot #: (B)(4). Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the localizer did not have power. Troubleshooting involved the investigation showing the polaris spectra system control unit (scu) had fuses blown. When replacing the fuses it was found that they constantly blow on power up. They attempted to replace the uninterruptible power supply (ups) but there was no change with the issue.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned ups was bench tested and no issues were detected. The unit was able to run off of ac and battery power as well as, charge a battery. All outputs measured normal voltage. Unable to replicate the reported complaint. No failure found. If information is provided in the future, a supplemental report will be issued.